Manufacturer narrative:
Product analysis: bends were evident to the applier shaft. Deformation consistent with torque wind-up was evident to the distal section of the shaft. No endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.93v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx0e apply ready, 0cx07 drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light on, back light flashing. An attempt was made to load an in-house endoanchor, however severe torque wind-up occurred and it was not possible to load. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx endoanchoring system was used during a unknown endovascular procedure. It was reported that during the procedure, an endoanchor broke during implant. Another applier was then used to continue the procedure. Per the physician the cause of the event could not be determined. The heli-fx endoanchors were being implanted prophylactically in an endurant stent graft. It was the first endoanchor that broke during second stage deployment. Half the endoanchor remained implanted and half remained in the applier. No error light appeared on the applier. It was said that the endoanchor probably did not hit off any calcification or the stent of the stent graft prior to breaking. The heli-fx was not inspected before use but was used and prepared per IFU.

Manufacturer narrative:
Product analysis conclusion the reported endoanchor fracture is confirmed on the film provided; however, the exact cause of the event could not be determined from the limited films provided. Procedural angiograms showing the deployment of the endoanchor were not received to review the exact event. Possible contributors to endoanchor fracture include improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier. The minimal level of calcification visible in the aortic neck makes it unlikely to have contributed to the reported fracture but still it cannot be ruled out as a potential factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.